Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switch episodes due to far field r wave oversensing were observed via a merlin.net transmission. The device was reprogrammed. The patient condition was good and monitoring will continue.